Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bag arm hose, gas inlet valve solenoid, and the bleed resister gasket were replaced, and the unit was returned to service.

Event description:
The hospital reported that the preoperative checkout failed. There was no report of patient involvement.